Manufacturer narrative:
Customer alleges the following : "clogged rycroft cannula". Part of a retrospective review.

Event description:
Customer alleges the following : " clogged rycroft cannula". Part of a retrospective review.